Manufacturer narrative:
The customer returned their glidescope gvl 2.5 stat to verathon for further evaluation. A verathon complaints specialist evaluated the returned device where they were able to verify the reported issue. It was found that the shaft of the stat had fractured where the body meets the blade. The returned product was forwarded to the contract manufacturer for further evaluation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a routine patient procedure, their glidescope gvl 2.5 stat had broken while inserted in the patient. The end user was able to retrieve the broken portion of the stat with their hands and complete the procedure using a backup stat which was made available within four (4) minutes. After the procedure, it was noted that there was a small cut on the patient's tongue; however, according to the doctor, no additional medical attention was required for the cut. No harm to the patient or user was reported.

Manufacturer narrative:
Verathon engineering and the contract manufacturer have completed their evaluation of the returned stat. Verathon engineering attempted to reproduce a similar break using various, simulated use test methods. Test results determined that the breakage was attributed to reverse loading of the stat. Reverse loading is a condition where force is applied to the distal curvature of the stat. In normal use, force is not applied to the distal curvature of the stat. Results of verathon's engineering team investigation were reviewed by the contract manufacturer who also concluded that the breakage was attributed to reverse loading. The device history record (DHR) for the stat's production lot was reviewed and no discrepancies were found. Although the root cause of the customer's reported breakage could not be determined, it is likely that the stat had been compromised prior to use. Corrective action is not required at this time. Verathon will continue to monitor for trends.